Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The shock impedance measurements went back down to 100 to 105 ohms the following day. There was no noise observed. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.